Manufacturer narrative:
The investigation determined that the reported difficulties were likely related to circumstances of the procedure. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6 investigation conclusions code 4315 - removed. H10: addtl mfg narrative.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The stent could not be deployed correctly and finally the stent broke. Another same size absolute pro (different lot) was used to complete the procedure. This is an isolated event without any clinical consequence for the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, despite multiple attempts and calls, the account contact could not reply to additional questions sent. The sales rep also contacted the surgical room and none could give the physician name, nor were they aware of the incident that occurred with this stent. No additional information can or will be provided regarding this incident. Device analysis revealed the distal tip of the stent strut (radiopaque marker) was trapped inside a stent strut, giving it a bent and stretched appearance. The stent was not broken as reported.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was confirmed due to the outer member separation within the handle. The reported stent break was not confirmed. It was noted that the stent was partially deployed for a length of 2 cm from the sheath distal end. The distal tip of the stent strut (radiopaque marker) was trapped inside a stent strut, giving it a bent and stretched appearance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or entrapped within the anatomy, preventing movement of the shaft lumens resulting in deployment difficulty. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.